Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned for evaluation within the protective hoop. The elbow clip, which holds the device in place in the hoop, had detached from the hoop. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a device became unsterile. During unpacking of the excelsior¿ 1018¿ device, it was noted that the plastic portion connecting the protective hoop of the sheath and the device was off. The device fell out of the hoop and became unsterile. The excelsior device was not used and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a device became unsterile. During unpacking of the excelsior¿ 1018¿ device, it was noted that the plastic portion connecting the protective hoop of the sheath and the device was off. The device fell out of the hoop and became unsterile. The excelsior device was not used and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).